Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 2 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that an increase in pump power values and estimated pump flows was observed over the weekend (date not specified). The patient's lactate dehydrogenase level was over 1,000 u/l. The patient was admitted due to suspected pump thrombus and was scheduled for a pump exchange. On (B)(6) 2016 at approximately 12:09 pm, the patient was lying in bed when a pump stoppage event occurred, which reportedly lasted approximately 10-15 seconds. It was reported that there was one spot on the driveline where the silicone cover had come loose but otherwise the driveline appeared intact. Review of the system controller log file by the manufacturer's technical services representative revealed the momentary pump stop lasted approximately 4 seconds. On (B)(6) 2016, the patient underwent a pump exchange to another manufacturer's device.

Manufacturer narrative:
Device evaluation: the report of pump power elevations and a pump stop was confirmed through an evaluation of the submitted system controller log file. Consistent elevated pump power values were recorded throughout the log file, many of which were 10 watts or greater, peaking at 16.2 watts. At the timestamp of (B)(6) 2016 at 12:09 pm, one momentary low speed event/pump stoppage was captured, resulting in low speed hazard alarms. Based on the timestamps from the beginning of the first low speed event to the end of the pump stoppage, 4 seconds had passed. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing and the remainder of the driveline was not returned. The evaluation of the returned pump confirmed report of suspected pump thrombosis. Upon disassembly, examination of the sealed inflow and outflow conduits revealed depositions of loosely clotted blood and tissue-like clotted blood in the inlet tube, inflow graft, outflow elbow, outflow graft attachment, and outflow graft. The examination also revealed grainy, denatured blood in the inlet elbow and depositions of soft, grainy denatured blood and hard denatured blood throughout the body of the pump, occluding the blood flow pathway through the inlet stator, around the rotor, and through the lumen of the blood tube and the outlet stator. The hard depositions on the rotor, in the lumen of the blood tube, in the outlet stator, and surrounding the inlet bearing cup and ball were strongly adhered to the blood-contacting surfaces. All of the observed depositions appeared to have developed as a result of poor surface washing due to a low flow situation or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined through this evaluation. The depositions found in the pump would have contributed to the reported elevation in the patient¿s lactate dehydrogenase level and would have also caused increased rotor drag, potentially resulting in the reported cessation of the motor as well as the sustained elevated pump power values recorded in the submitted system controller log file. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemoylsis are listed in the instructions for use as potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.